Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported patient effects of tissue damage and mitral regurgitation (mr) are listed in the mitraclip ntr/xtr, instructions for use, as known possible complications associated with mitraclip procedures. Based on all available information, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported tissue damage appears to be due to the reported slda. Additionally, the reported mr was a cascading effect of the reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2020, echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 3-4. A posterior leaflet tear was suspected. A second mitraclip procedure was attempted on (B)(6) 2019; however, no clips were implanted, and mr remains 3-4. No additional information was provided.